Event description:
An occlusion alarm was reported by the caller, but technical support was unable to verify the alarm number in the pump history. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or reach the ¿high¿ reading on the cgm. The customer was instructed to adjust their insulin pump connections and deliver specific bolus amounts to resolve the issue. Despite recurring alarms, a final adjustment was successful, and it was advised that supplies be replaced as necessary to continue insulin therapy. Further assistance was arranged for additional support if needed.